Event description:
It was reported that during deployment of the stent at 6 atm, it was felt that there was a need to change the position of the stent, resulting in stent dislodgement from the stent delivery system (sds). An attempt was made to retract the stent, but was unsuccessful. The stent got crushed and was pulled back by making a loop with the guide wire. The pt became unconscious during the procedure and the stent withdrawal took 15 minutes. Another co's stent was successfully deployed.